Manufacturer narrative:
Device is being returned to airsep corporation for evaluation. A follow-up report will be submitted after the evaluation is completed.

Event description:
Visionaire oxygen concentrator was running at 3 lpm, but no flow. Machine appeared normal with no alarms. Patient had recently been admitted to the hospital in distress and cyanotic. Wife noticed there was no flow in preparing to bring her husband home from the hospital. She was unsure if there was any flow prior to admitting her husband to the hospital.